Event description:
The customer reported being hospitalized for diabetic ketoacidosis. The blood glucose reading was not reported. The customer stated that he just went back on the insulin pump and his blood glucose were not going down after a bolus. Troubleshooting could not be performed at the time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.